Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: lot number & expiration date - unknown. Date implanted - (B)(6) of 2005. Manufacture date ¿ unknown. This report is 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00319).

Event description:
It was reported that a patient underwent a total hip in (B)(6) of 2005. Subsequently, a revision procedure was performed on (B)(6) 2015 due to elevated metal ion levels. During the procedure, the modular head and taper adapter were replaced.